Event description:
It was reported that this patient left ventricular (lv) lead impedance measurements increased as seen on latitude. Boston scientific technical services (ts) recommended to evaluate patient and call back with findings on the device and the lead. Device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).